Manufacturer narrative:
The k result was 5.88 mmol/l, and the cl result was 97.0 mmol/l. The field service representative cleaned the sample pipette and washing stations, cleaned the ise (ion-selective electrode) suction filters, and performed checks with acceptable results. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 161 mmol/l. The repeated result was 135 mmol/l.